Event description:
It was reported, that during a shoulder arthroscopy procedure. It was observed, that the shaver suction on the shaver device did not work when connected to the fms connect interface cable device. But, would function with the neptune suction unit if connect directly. A second interface cable was connect to regain function between the competitive shaver unit and pump to complete the procedure with less than two minutes of surgical delay. During in-house engineering evaluation, a functional test was performed on the device with a shaver hand piece and an fms vue pump. And determined, that the suction function failed to work when activating the shaver. There was patient involvement. There were no adverse consequences to the patient nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. D10: concomitant med products: vue shaver pump device. Investigation summary: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found, that the device comes in used condition. The cord, connector and pins are in good condition. The connector cap is attached to the connector as it should. When performing the functional test, a shaver hand piece and an fms vue pump was used to test the functionality of the device. When activating the shaver, the suction function failed to work. A manufacturing record evaluation was performed, for the finished device (m50a42464). And no non-conformances were identified. The overall complaint was confirmed. As the observed, condition of the fms connect (vue) would contribute to the complained device issue. Based on the investigation findings, the potential root cause is traced to hard and continuous use, since this is a reusable device. The constant manipulation between surgeries and sterilization process can lead to wear of device's internal components. However, this cannot be conclusively determined. It has been determined, that no corrective and/or preventative action is proposed. There is no indication, that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.